Event description:
It was reported that the patient received inappropriate therapy due to high impedance, oversensing and a possible fracture of the right ventricular (rv) lead. The rv lead also exhibited low pacing impedance, high thresholds and insulation damage due to tight lead fixation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).